Event description:
Customer tried to connect the ventricular catheter to the reservoir, it's connector broke. They disposed of the ventricular catheter and revised using another one. The device involved in the event is not available for evaluation. Additional clinical info has been requested from reporter by e-mail.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.